Manufacturer narrative:
This report is filed on april 05, 2018.

Event description:
Per the patient's surgeon, the patient experienced a head trauma resulting in damage to the receiver-stimulator. Subsequently, the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.